Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 50 mg/dl. He treated his blood glucose level with candy and orange juice. His blood glucose level went up to 193 mg/dl. The device was not returned.